Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel the day after implant. Technical services (ts) suggested an in-office evaluation and suggested a chest x-ray to confirm the lead location. The health care professional (hcp) was in agreement with ts. The device remains in use. No adverse patient effects were reported.